Event description:
The customer was hospitalized with dka. Customer experienced naused and vomiting prior to the incident and the pump frequently alarmed no delivery. Explained this is a high pressure alarm which is most likely caused by a site issue. Instructed to change infusion set and rotate the insertion site.